Event description:
It was reported that: a pt could open one handport of the incubator 8000 sc from the inside. Without observation by the staff the pt could have fallen out of the incubator. The pt received no injury.